Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter. During procedure, the black cover of shaft at the root of the jaw detached while using the device.